Event description:
A surgeon reported that twice, during intraocular lens (iol) implant surgery, one of the iol haptics was "not proper" and tore off. The lenses were removed and replaced during the same surgery. The surgery was successfully completed with a third iol. In a follow up, the surgeon reported that the pt's recovery was prolonged due to corneal edema and descemet's wrinkles. He also stated that in both instances, the rear haptic of the lens was torn off in the cartridge. The information provided indicated the use of an unapproved viscoelastic. Additional information has been requested. There are three medical device reports associated with this event. This report is for the first of two lenses.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the lens met release criteria. Additional observations were as follows: lens returned positioned incorrectly. Solution was dried on the lens. Both haptics were broken/torn at the gusset areas. One haptic was not returned and the other haptic was returned stuck inside the cartridge. The optic was scratched/marked and also torn/split/cracked, possibly cut. The reporter indicated the use of an unapproved viscoelastic. There have been no other companies reported in the lot number. (B)(4).